Manufacturer narrative:
It was reported that there was a non-union with a tas implant. No patient pain or injury was communicated. There was no revision surgery, so the device was not explanted. No device evaluation can occur as the implant is still implanted. Titan spine has sought further information into the event multiple times through various sources. Limited response related to the reported subject device issue has occured. This record will serve as the initial report. If further information is obtained, a follow-up report will be submitted with further detail into the event which occured.

Event description:
It was reported that there was a non-union with a tas endoskeleton implant.